Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s hysterectomy procedure, while the surgeon was performing the pelvic lymph node dissection, arcing was observed from the monopolar curved scissors instrument with tip cover accessory installed. No patient harm, adverse outcome or injury was reported, and the planned surgical procedure was completed.